Event description:
The patient contacted animas on 07/16/2013 reporting that the pump was rebooting by itself for the last week and yesterday and today the pump powered off, there was a blank screen and no tones/vibrations. The patient stated that there was no damage to the pump. The keypad and audio keys are intact. The patient denied moisture and corrosion. The battery cap was secure. The patient stated that their blood glucose (bg) was 400 mg/dl with a mild headache. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient bolused via the pump and bg came down to 258 mg/dl. This report is being made due to the alleged power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.